Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via clinical study: it was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up, computed tomography (CT) imaging revealed a trace pericardial effusion. The patient did not have any symptoms present and was on apixaban, clopidogrel, and aspirin at the time of the event. There was no corrective actions or intervention required.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received on device sized4: lot number added.

Event description:
Reported via clinical study. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up, computed tomography (CT) imaging revealed a trace pericardial effusion. The patient did not have any symptoms present and was on apixaban, clopidogrel, and aspirin at the time of the event. There was no corrective actions or intervention required. It was further clarified that the patient had a 27mm watchman flx pro closure device was implanted on (B)(6) 2025.